Event description:
It was initially reported that a pump alarm had sounded on (B)(6) 2011. The pt's pump stopped, and the pt experienced decompensation; and respiratory/cardio was noted as having stopped. No oral treatment was proposed. The pt expired. The pump was explanted on (B)(6) 2011. An interrogation of the pump was planned. It was later reported that the "drp" (date of replacement) of the pump was for the (B)(6) 2011 and the doctor had the date of the drp on the device 90 days after. The pump was not replaced and the pump stopped on (B)(6) 2011. The nurse informed the doctor that the pump was ringing. The pump stopped; nothing was done. On (B)(6) 2011, the nurse called the doctor again because the pt was more spastic. However, 30 minutes after the call, pt died because of hypothermia and cardiorespiratory stop. Autopsy was not done. Pt passed away and the cause was stated as "cardiorespiratory stop because of weaning of lioresal".

Manufacturer narrative:
Con't from concomitant medical products - implanted: unknown explanted (B)(6) 2011. The devices were returned to the manufacturer for analysis which was not completed as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis revealed no significant anomaly found for the pump. It reached eos due to time progression. The pump printout indicated that eri occurred and the pump was stopped due to off state. Final device analysis revealed no anomaly found for the catheter.

Manufacturer narrative:
No eval explain code.